Event description:
The manufacture's field service engineer (fse) reported that fse identified error code message of machine and proximal pressure sensors failed in the history log. There was no patient involvement.